Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the implantable cardiac monitor was post-sensed t wave oversensing. Programming was done. Patient was stable.